Manufacturer narrative:
Primary unique device identification (UDI) number - d4: (B)(4) telephone number - e1: (B)(6) the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from germany, edwards was notified of a 56 mm evoque valve implanted in the tricuspid position. After the index procedure, sinus bradycardia with intermittent junctional escape rhythm and retrograde p waves was observed. A decision was made to implant a pacemaker on the same day. The patient recovered.